Manufacturer narrative:
Concomitant products: product ID: 8711-50, lot# n24379, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that regarding the previously reported pocket fill, the patient noted that the needle was not in the right place, and reportedly told the hcp that she felt the needle in her muscle. The patient stated they ¿died¿ and had to be resuscitated 7 times to be brought back to life.

Event description:
It was reported that in (B)(6) 2005, the patient saw a neurologist (B)(6) for refills. At that time the patient was told that she needed to have the pump replaced. The patient had the second refill with the neurologist on (B)(6) 2005 and reported complications during the refill. The patient stated that a pocket fill occurred and a three month supply of drug went into her belly and not into the pump. The patient experienced ¿adverse events¿ and overdose shortly after leaving the doctor¿s office. As of (B)(6) 2005, the patient had been hospitalized for 2 days and at that time did not ¿feel right.¿ the patient later stated that she was admitted to the intensive care unit (ICU) for 7 days. The patient was administered narcan. The patient stated that at that time the pump delivered morphine, and also stated that she had 4 or 5 different medications in the pump. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.